Event description:
Related manufacturer reference number: 2017865-2022-22299, 2017865-2022-22301. It was reported that the patient presented to the clinic during remote follow-up. Upon review, the pacemaker, right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The physician capped and replaced the ra lead on (B)(6) 2022. The pacemaker and rv lead were explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.